Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the first induction failed when performing defibrillation threshold (dft) testing. When it was reattempted to induce ventricular fibrillation (vf) with new parameters the mobile programmer application began to respond slowly to touch input. When the electrophysiology (ep) study was enabled on the application and deliver t-shock was selected, the application froze, closed unexpectedly and the dft testing was aborted. The user closed the application, reconnected to the cardiovascular implantable electronic device (cied) and restarted the the dft testing. No further issues were observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of a crash was confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.